Event description:
Caller reported a malfunction identified as code 199 on the tandem pump. There was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset instructions by technical support and successfully reset the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to report if the issue reoccurs.